Event description:
Operating room manager (B)(6) from (B)(6), reports being called to the operating room by the surgeon at the close of this patient's rotator cuff repair, to see that the shaver blade had fragmented during the use. Physician states that most of the fragments come out with irrigation but he cannot be assured there are no remaining fragments.